Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 600 mg/dl on (B)(6) 2014. The customer stated that there were no significant events that could have led to the issue. No further information was provided.

Manufacturer narrative:
(B)(4).